Event description:
It was reported that a mid-shaft fracture of the clavicle adjacent to a previous placed clavicle hook plate was found during a postoperative exam after a patient fall. During a follow-up revision surgery, it was identified in the x-ray that the clavicle bone popped over the plate. The surgeon replaced the clavicle hook plate with a longer or standard device. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Manufacturer narrative:
This report is for 5 unknown screws. Placeholder.